Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. After the lead was positioned, measurements during the procedure revealed that the lead sensing was decreasing rapidly. An x-ray showed that the lead had dislodged into a narrow area within the subclavian. The helix had been approximately three times it's normal size. The physician had difficulty removing the attempted lead and had to rotate the whole lead. After approximately two rotations, the lead was removed however, the helix had separated from the lead and remained inside the atrium. No further action was performed regarding the helix at the time. The ra lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that part of the helix had broken off (fractured) and was missing. The remaining portion of the helix was fully extended and stretched. Laboratory analysis concluded that the helix was stretched due to tension applied to the lead while the helix remained fixed to the heart wall. The fractured tip was caused by twisting/torque applied to the lead body. The remaining portion of the helix showed a rotational pattern, indicating that the lead was twisted in the counter-clockwise direction. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis was only able to confirm the helix issue. All other observations could not be confirmed with testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.